Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2004: patient presented for an office visit with complaint of feeling hurt while walking. On (B)(6) 2005: patient presented for an office visit. Diagnosis: herniated disk at l2-3. On (B)(6) 2005: patient presented with complaint of low back pain, right testicular pain status post 5 months following his lumbar fusion at l4-5 level. Impression: patient has plateaued and is not progressing, may be suffering from pseudoarthrosis. Patient also underwent x-ray of lumbosacral spine which showed halo around pedicle screw of l4 with possibility of pseudoarthrosis. On (B)(6) 2006: patient presented with complaint of low back pain, left leg radiating pain and numbness with biggest issue as juxtafusional problems at the l4-5 level and facet hypertrophy. Patient had some degenerative changes at l3-4. On (B)(6) 2006: patient presented with continued symptoms consisting of low back pain and left-sided radiating pain, numbness and tingling. Patient had pre-op diagnosis as juxtafusional spinal stenosis at l4-5 status post fusion l5-s1. For which patient underwent following procedures: hardware removal, explore fusion. Lumbar laminectomy l4-5. Posterior lumbar interbody fusion with brantigan cage l4-5. Posterior spinal fusion with right iliac crest bone graft, helios bone marrow supplementation and monarch instrumentation l4-5. Patient tolerated the procedure well with no complications reported. Patient also underwent intra-op lumbar spine radiograph which showed pedicle screws overlying the l4-5 disk space, consistent with interbody fusion material. Alignment appeared normal; some disk narrowing was present at l5-s1, consistent with degenerative disk disease. On (B)(6) 2006: patient got discharged with discharge diagnosis as juxtafusional spinal stenosis. On (B)(6) 2006: patient presented for an office visit following his lumbar laminectomy and fusion. Physical examination re vealed surgical wound well healed. Patient also underwent x-ray of lumbosacral spine. Impression: healing fusion l4 to s1, l4-5. On (B)(6) 2006: patient presented for an office visit following his lumbar laminectomy and fusion. Patient also underwent x-ray of lumbosacral spine which showed slight halo around the left l4 pedicle screw. On (B)(6) 2006: patient presented for an office visit following his lumbar laminectomy and fusion. Patient also underwent x-ray of lumbosacral spine which showed progression of interbody graft with still haloing of the left l4 pedicle screw. Impression: patient is making satisfactory progress, but still remains symptomatic. On (B)(6) 2006: patient presented for an office visit with complaint of low back pain and occasional radiating pain in his right hip and testicle area. Patient underwent CT of lumbar spine with reconstructions. Summary: posterior fusion including interbody fusion at l4-l5 is not complete the findings at this level were consistent with pseudoarthrosis. Posterior bony fusion at l5-s1 is complete. Diffuse degenerative changes at l3-l4 and l2-l3. Mild spinal stenosis mainly at l3-l4. On (B)(6) 2006: patient presented for an office visit status post spinal fusion and had developed a pseudoarthrosis which showed up on CT myelogram. Impression: severe arthrosis l4-5. Patient underwent following procedures: anterior retroperitoneal approach l4-5. Complete discectomy and removal of interbody device l4-5 . Anterior interbody fusion with cage, bone morphogenic protein, plate l4-5. Application of plate and screws for l4-5. Per op notes, surgeon performed the anterior retroperitoneal approach to l4-5. X-ray verified appropriate surgical level. The cage was identified and somewhat loose in the disc space. It was certainly not fused in any manner. Sizing devices were used and a 16 mm 5 degree cage was chosen and impacted with bone morphogenic protein with the substance of the cage. The fit seemed quite good. A 43 mm plate was chosen and implanted with 24 mm screws with appropriate locking device. Fit seemed quite good. Patient tolerated the procedure well with no complications reported. Patient also underwent intra-op lumbar spine radiograph which showed transpedicle screws at l4-5 level. There was anterior screw-plate fusion of l4-5 as well. There has been placement of interbody spacer with radiopaque corner markers at the l4-5 disk space. On (B)(6) 2006: patient got discharged from facility with discharge diagnosis: pseudoarthrosis l4-5. On (B)(6) 2006: patient presented for a follow up visit post anterior interbody fusion. Patient also underwent x-ray which looked excellent. Conclusion: healing fusion l4 to s1. On (B)(6) 2006: patient presented for a follow up visit post anterior interbody fusion with complaint of some aches and pains. Patient also underwent x-ray which looked excellent. Conclusion: generalized degenerative changes and spondylitic changes throughout the lumbar spine and fusion from l4 to s1. On (B)(6) 2007: patient presented for an office visit with some fatigue and occasional pain radiating to his right testicle. Impression: patient has reached maximum medical improvement from his surgery and repair of pseudoarthrosis. Patient underwent x-ray of lumbar spine, ap and lateral. Conclusion: healing fusion l4-5; scoliosis. On (B)(6) 2007: patient presented for a follow up on his lipids. Impression: hypertriglyceridemia. On (B)(6) 2007: patient presented for an office visit for evaluation of his testicular pain and complaint of low back and intermittent right leg pain. Impression: patient has done very well. On (B)(6) 2007: patient presented for an office visit with complaint of hypertension, hyperlipidemia and back pain. On (B)(6) 2007: patient presented for an office visit for health maintenance, lab test, discussing smoking diet and risk for cardio vascular disease. On (B)(6) 2008: patient presented for an office visit with complaint of sinus throbbing, with weather, dye on eye, lasik corrective, and pain at left toe. On (B)(6) 2008: patient presented for an office visit with complaint of pain in upper back for past 3 weeks, episodes of urinary incontinence. Assessment: backache; tobacco use disorder; stress incontinence male. On (B)(6) 2008, (B)(6) 2010: patient presented for an office visit with complaint of foot pain on right, pain on upper extremities. Assessment: abdominal pain; backache; hyperlipidemia. On (B)(6) 2008: patient underwent scrotal ultrasound with color flow duplex imaging. Impression: small left scrotal hydrocele. On (B)(6) 2008: patient presented for an office visit with complaint of back pain, tingling hands and feet and followup with urologist. Assessment: lumbago; hydrocele; skin sensation disturb. On (B)(6) 2009: patient presented for an office visit with complaint of diarrhea, severe abdominal cramping. Assessment: viral enteritis. On (B)(6) 2009: patient presented for an office visit with complaint of hypertension, dyslipidemia, and back pain with right testicular pain. Assessment: hyperlipidemia, hypertension, lumbago. On (B)(6) 2009: patient presented for an office visit with complaint of leg cramps and burning sensation. Assessment: hyperlipidemia, cramp. On (B)(6) 2009, (B)(6) 2010: patient presented for an office visit with complaint of myalgias and smoking. Assessment: myalgia and myositis, hyperlipidemia. On (B)(6) 2009: patient presented for an office visit with complaint of hand numbness and tingling. Assessment: tendonitis. On (B)(6) 2010: patient presented for an office visit for evaluation of neck and upper arm pain. On (B)(6) 2010: patient presented for an office visit with complaint of dyslipidemia and cervical radiculopathy. Assessment: cervical radiculopathy; dysmetabolic syndrome. On (B)(6) 2010: patient presented for a follow up visit with chief complaint of neck and right arm pain and tingling in both hands. On (B)(6) 2010: patient presented for an office visit. Impression: enthesopathy, cervical neck pain with evidence of disc disease. On (B)(6) 2011: patient presented for a follow up visit with his arm pain improved. Patient had a little bit of dysphagia but no hoarseness. On (B)(6) 2011: patient presented for a follow up visit post neck surgery. Assessment: enthesopathy, hyperlipidemia. On (B)(6) 2011, (B)(4) 2012: patient presented for a follow up visit for hyperlipidemia and pain meds. Assessment: chronic pain syndrome, hypertension, pure hyperglyceridemia. On (B)(6) 2011: patient presented with complaint of chronic neck pain with bilateral hand paresthesia; chronic low back pain with bilateral foot numbness and right leg pain. Impression: lumbar failed surgical syndrome; bilateral "le" radiculopathy, cervical degenerative disc disease, status post fusion c6-7; bilateral "ue" radicular syndrome. Patient also underwent caudal epidural injection with fluoroscopy guidance. On (B)(6) 2011, (B)(6) 2012: patient presented for a follow up of neck, back pain. Impression: lumbar failed surgical syndrome; bilateral "le" radiculopathy, syncopeatus post fusion c6-7; bilateral "ue" radicular syndrome. On (B)(6) 2011: patient underwent caudal epidural injection with fluoroscopy guidance. On (B)(6) 2011, (B)(6) 2012: patient presented for a follow up of neck, low back pain, to right testicle and leg. Impression: lumbar failed surgical syndrome; bilateral radiculopathy, cervical degenerative disc disease, status post fusion c6-7; bilateral "ue" radicular syndrome. On (B)(6) 2011: patient presented with complaint of arm pain. Assessment: pain of right arm. On (B)(6) 2011: patient underwent MRI of right shoulder. Impressions: ganglion cyst along the superior glenoid notch. Degenerative disease predominantly involving the acromioclavicular joint. Mild tendonitis or tendinopathy involving the rotator cuff tendons. Probable tenosynovitis involving the biceps tendon. On (B)(6) 2012: patient underwent lumbar medial branch block without steroid at the l2, l3, l4 and l5. Patient tolerated the procedure well with no complications reported. On (B)(6) 2012: patient underwent radiofrequency of lumbar medial branch levels at l2, l3, l4, and l5 under fluoroscopic guidance right. On (B)(6) 2012, (B)(6) 2013: patient presented with complaint of back pain and to fill out paperwork. Assessment: chronic pain syndrome; backache. On (B)(6) 2012: patient presented for a follow up of triglycerides. Assessment: pure hyperglyceridemia, elevated blood sugar, myopathy, hypertension. On (B)(6) 2012, (B)(6) 2013: patient presented with complaint of hypertension. On (B)(6) 2013: patient presented for an office visit to discuss test results and complained of hypertension and nicotine dependence. Assessment: hypertension, abnormal glucose, nicotine dependence, hyperlipidemia. On (B)(6) 2013: patient presented with colonoscopy. On (B)(6) 2013: patient presented with complaint of hypertension and radiculopathy of cervical spine. On (B)(6) 2013: patient presented with pre-op diagnoses as: gastroesophageal reflux disease and need for screening colonoscopy. For which patient underwent esophagogastroduodenoscopy. Findings: small sliding hiatal hernia. On (B)(6) 2013: patient presented with complaint of hypertension and syncope. On (B)(6) 2013: patient presented with complaint of syncope and dizziness. On (B)(6) 2013: patient presented for a follow up visit for syncope and palpitations.

Event description:
It was reported by a non-medical professional that the patient underwent an anterior lumbar interbody fusion procedure at l4 to l5 using rhbmp-2/acs on (B)(6) 2006 . Patient's post-operative period has been marked by severe pain in his back. Patient continues to experience severe pain in the lower back which radiates to his hips, legs, and right testicle. His feet are numb with no ankle reflexes. He can no longer stand for longer than fifteen minutes without experiencing exquisite pain. He loses strength in his legs, causing him to trip and fall.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.